Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. Found baton failure to be non-repairable and scrapped it. Cleaned and tested the monitor, no problem found. Service complete and device returned to customer. Additional part used: portable gvl sys, mobile stand, na; catalog: 0270-0315; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt video baton 3-4, the monitor displayed a 'video 1, no signal" message. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.